Event description:
The manufacturer received info alleging an everflo oxygen concentrator caught fire while in use. It was reported an open flame was present in the room where the concentrator was being used. The pt had minor burns to their mouth and nose. The doctor treated the pt at her home. The device has yet to be evaluated by the manufacturer at this time. A follow up report will be submitted when the manufacturer has completed the investigation.